Event description:
During a patient use in catheterization laboratory, it was reported that the device would not deliver defibrillation energy via the therapy cable and electrodes. The lab used a second defibrillator that was readily available in the room to deliver the patient treatment. The device use had no adverse effects on the patient outcome. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
The facility biomed evaluated the device and was unable to duplicate the reported problem following 40-50 attempts. The device is returning to the physio-control manufacturing facility for further investigation. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.